Event description:
It was reported that "patient did not saturate correctly because the tube had a leakage. The tube was retired from the patient and using another tube". No reports of patient injury or harm. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The actual sample was not returned; however, the customer provided photos for evaluation. The photos provided by the customer show a radial tear on the laser guard foil. A device history record (DHR) review was conducted on the reported lot 21011 and no issue that could have contributed to the reported event was identified. The manufacturing site reports: "the laser tube is used for tracheal intubation during laser surgery in the laryngeal area. The laser guard foil prevents the penetration of the laser beam into the tube material (hot tube effect) and minimizes lesions of the mucous membrane. Before application, the entire surface has to be moistened with sterile saline solution, which makes the surface very soft. For intubation a laryngoscope and an intubation aid (intubation stylet) are used to avoid that the tube is bent or torqued in the area of the laser-guard foil. The IFU states explicitly that care has been taken that the tube is not bent, torqued or damaged in the area of the laser-guard foil. During manufacture, the laser tube is subjected to several visual and functional 100% tests, which ensures proper function of the product on leaving the company." Based on the photos received, it was confirmed there was a tear on the laser guard foil; however, without the actual device to evaluate the probable cause could not be determined. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "patient did not saturate correctly because the tube had a leakage. The tube was retired from the patient and using another tube". No reports of patient injury or harm. Patient condition reported as "fine".